Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultramini meter has a power issue (unit powers off during use). On may 5, 2009, this medical affairs specialist contacted the pt to clarify info obtained during the initial call. The pt tests her blood glucose 4 times per day and controls her diabetes with diet and exercise. The power issue began on eight days prior to original date at 11 am when she attempted to test her blood glucose but was unsuccessful, while she was feeling symptoms described as "headache like a dull tooth ache pain." The pt did not take any action at this point. At noontime, the pt's symptoms reportedly progressed to "dizzy, cold sweat, and stomach pain." The pt tested on another device at "76 mg/dl", which correlated with her symptoms at the time of concern. The pt administered self-treatment by eating her lunch and drinking juice. The reported symptoms abated within 2 hrs of when it started. The pt felt that had she been able to obtain a blood glucose reading at 11 am on the day of concern, she would have eaten sooner rather than later to prevent the symptoms that can be suggestive of hypoglycemia. During troubleshooting, the power issue was not resolved. This complaint is being reported because the pt claimed that she had symptoms that can be suggestive of hypoglycemia 1 hr after she was unable to obtain a blood glucose reading on the subject meter due to the power issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.